Manufacturer narrative:
The cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experienced diabetic ketoacidosis (dka) and a blood glucose (bg) level of 476 mg/dl. The cause of the high bg was unknown. The customer addressed the issue by going to emergency room (ER) and then being admitted into the hospital where an insulin drip was administered. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the cartridge was in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer was released from the hospital on (B)(6) 2019 and declined to provide information regarding any permanent damage.